Event description:
On (B)(6) 2014-installed two 3m stainless steel molar bands using unitek multi cure glass ionomer orthodontic band cement. Also installed a gac lip bumper; (B)(6) 2014 - installed upper 5x5 3m prepasted metal brackets; (B)(6) 2014 - checked lip bumper, all appeared ok; (B)(6) 2014 - patient seen at immunologist for dermatitis, blistering, redness of lips and gums. Prescribed mometasone, which seemed to help; (B)(6) 2014 - patient returned to orthodontist and all components were removed. Multiple items prepared for patch testing; (B)(6) 2014 - evaluation prepared by immunologist. Findings/suspicions somewhat preliminary with possible cross contamination in initial patch tests. Reactions were cited to pieces of the lip bumper nylon, the lip bumper wire, a gray band tie, and a sample of a 3m adhesive similar to that on the prepasted bracket. The prepasted bracket was not submitted for patch testing. The doctor's initial opinion was that the patient developed a sensitivity to methacrylate over time and that the non-adhesive samples may have had a residue ot the initial gi band cement or apc ii bracket adhesive.

Manufacturer narrative:
Both the unitek multi cure glass ionomer orthodontic band cement and the apc ii adhesive-precoated brackets are labeled with a warning that the product contains acrylates, and that a certain percentage of the population is known to have an allergic response to acrylate resins.